Event description:
Patient¿s father contacted dexcom technical support on (B)(6) 2013 to report that (B)(6) 2013 he experienced sensor deployment issues with the insertion needle. Sensor session failed after 30 minutes. Patient¿s father has agreed to return his device for dexcom to evaluate the device.